Event description:
Information received indicates the brake does not hold.

Manufacturer narrative:
The hill-rom technician found the four hex rod screws were sheared off. The technician replaced the hex rod screws to repair the stretcher.